Event description:
It was reported that non-sustained rv oversensing episodes were noted via merlin transmission. The patient was asymptomatic. Programming changes were recommended but no changes made to settings since patient hasn¿t had the issue since then. Clinic will continue to monitor the device with already programmed settings. Patient is fine.